Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received multiple pump error alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump shut down and had received battery failed alarm. Troubleshooting was performed for pump error alarms and noticed got this alarm for multiple times however, declined to continue further troubleshoot. Advised the pump requires replacement and to revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery test alarm noted during testing or in the insulin pump trace download. Insulin pump was received with normal operating currents. Insulin pump was monitored for several hours and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. No unexpected pump error alarm noted. The motor was tested outside of the device and passed. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.